Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that the patient was hospitalized for an infection in their stomach. Additional information was obtained during follow-up from the patient's pd nurse. The patient was experiencing symptoms of abdominal pain and hospitalized on (B)(6) 2023. A pd culture was obtained (in the hospital) the results of which were not available. Regardless, the patient was diagnosed with peritonitis. The patient was treated with antibiotic therapy (details unknown) and reportedly recovered from the event. On (B)(6) 2023, the patient was discharged from the hospital and is continuing pd with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the peritonitis attributed to a breach in aseptic technique caused by the patient.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that the patient was hospitalized for an infection in their stomach. Additional information was obtained during follow-up from the patient's pd nurse. The patient was experiencing symptoms of abdominal pain and hospitalized on (B)(6) 2023. A pd culture was obtained (in the hospital) the results of which were not available. Regardless, the patient was diagnosed with peritonitis. The patient was treated with antibiotic therapy (details unknown) and reportedly recovered from the event. On (B)(6) 2023, the patient was discharged from the hospital and is continuing pd with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the peritonitis attributed to a breach in aseptic technique caused by the patient.

Manufacturer narrative:
Additional information: this follow-up submission was created and sent in error.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that the patient was hospitalized for an infection in their stomach. Additional information was obtained during follow-up from the patient's pd nurse. The patient was experiencing symptoms of abdominal pain and hospitalized on (B)(6) 2023. A pd culture was obtained (in the hospital) the results of which were not available. Regardless, the patient was diagnosed with peritonitis. The patient was treated with antibiotic therapy (details unknown) and reportedly recovered from the event. On (B)(6) 2023, the patient was discharged from the hospital and is continuing pd with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse stated the peritonitis attributed to a breach in aseptic technique caused by the patient.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient¿s peritonitis. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Currently, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty cycler set was associated with the event. Based on the reported information, the patient¿s peritonitis can be attributed to a breach in aseptic technique caused by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.